Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the third firing of the first stapler, the staple fired partially (about half way down the reload). The surgeon had to manually open the stapler. Another stapler was opened and fired with a blue reload. The stapler stopped firing shortly after squeezing the firing button. Again, the manual opening lever was used to remove the stapler. There were no patient consequences.

Manufacturer narrative:
(B)(4). Eval: damaged pawl, premature sled movement. Additional information was requested and the following was obtained: the cut line only went as far as the staple line and the staples were formed properly. The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced a few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.